Event description:
It was reported that the user experienced a signal loss of glucose readings on the ilet while dexcom g7 continuous glucose monitor (cgm) readings continued to display on the g7 app, and functionality was restored after the user toggled the ilet cgm setting between g6 and g7 and then entered a blood glucose value. The ilet did not display any alerts or alarms and no clinical symptoms were reported. Outcomes included restoration of ilet glucose readings following troubleshooting. User support included remote troubleshooting and education. Investigation of this case revealed a transient communication issue between the ilet and the cgm data source that resolved with settings refresh and user-entered calibration data, consistent with a temporary connectivity or configuration mismatch. It was concluded, based on previously established findings for similar reports, that the cause was a transient device-to-sensor communication issue corrected through standard troubleshooting.